Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent ¿unable to proceed¿ alert during the supply change process, including during fill cannula and restart attempts, and the alert recurred immediately upon restart and cartridge removal, indicating a restart alarm or malfunction and an inability to proceed during tubing fill. Symptoms included no adverse clinical effects and no reported impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and data review through user-reported steps. Investigation of this case revealed a continued functional alarm condition consistent with a device malfunction affecting pump operation during the supply change workflow. It was concluded, based on previously established findings for similar reports, to be caused by a faulty motor.